Manufacturer narrative:
Date MFR initially forwarded rpt to FDA. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a leak in the catheter shaft connecting sleeve joint. Although it was originally rpt'd the balloon leaked, no balloon leaks were found upon evaluation. Co does not consider this to be a reportable event.

Event description:
A balloon leaked during preparation for a percutaneous transluminal angioplasty procedure. No patient complications were involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. To date no further details with regards to the circumstances surrounding this event were available. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."